Manufacturer narrative:
Section h. Device evaluated by mfg?: changed from yes to no. Section d. Device available for eval?: changed from yes to no. Complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a optical sensor failure with no blood pressures displayed. Attempts to rezero and disconnect reconnect fiber optic cable were unsuccessful. The getinge representative advised in trandsucing a separate aline from the left arm. This was successful and they resumed pumping without problems. There was no flush line connected to the central port on the balloon catheter and it was reported to be capped off. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a optical sensor failure with no blood pressures displayed. Attempts to re-zero and disconnect reconnect fiber optic cable were unsuccessful. The getinge representative advised in transducing a separate aline from the left arm. This was successful and they resumed pumping without problems. There was no flush line connected to the central port on the balloon catheter and it was reported to be capped off. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a optical sensor failure with no blood pressures displayed. Attempts to rezero and disconnect reconnect fiber optic cable were unsuccessful. The getinge representative advised in transducing a separate aline from the left arm. This was successful and they resumed pumping without problems. There was no flush line connected to the central port on the balloon catheter and it was reported to be capped off. There was no reported injury to the patient.